Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported flickering on screen during inspection for use involving an olympus autoclavable camera head. The customer suspects the cause of screen flickering is loose cable. There was no patient injury reported.